Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system visited the clinic and reported experiencing near syncope symptoms. The health care professional (hcp) interrogated the device and noted inconsistent pacing below the lower rate limit (lrl). The hcp called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed there to be intermittent oversensing on the t wave and increase in right ventricular (rv) lead thresholds and varying amplitude measurements. Ts provided programming optimization recommendations. At this time, no additional adverse patient effects were reported. The crt-p and rv lead remain in service.